Event description:
It was reported that there is a battery calibration anomaly. There was no report of patient involvement.

Event description:
It was reported, that there is a battery calibration anomaly. There was no report of patient involvement. The customer evaluated the device. And received remote support from the customer care solution center. During which, a quote was provided for replacement of the battery. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the battery. The replacement for, which was ordered. The device remains at the customer site. And no further evaluation is warranted at this time.